Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified weight to the specification, deformation, wear abrasion, crease fold. Cloudiness and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues were found related with the manufacturing process. No openings or issues related to ruptured device were observed. During the analysis crease fold was observed, however it is not a workmanship because the device was explanted and it was received without its original sealed packaging. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported rupture and pain on right side. The device has been explanted, at which time, creases were discovered.